Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided pictures identified both the baseplate and taper adaptor have been explanted. Both devices appear to have blood/biodebris on their surfaces, indicating use. The top surface of the baseplate has multiple scratches and there is damage in the taper feature. One peripheral screw hole also shows significant wear. The taper feature of the taper adaptor has scratches, gouging, and discoloration. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately seven (7) years ago. The patient was revised approximately six (6) years and ten (10) months later due to implant disassociation. Subsequently, the patient underwent a second revision surgery due to implant disassociation. It was noted the patient was experiencing pain and rom issues. Attempts have been made and no further event information is available.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 118000, 25mm versa-dial taper adaptor; lot#: j7678285. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: 580690. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately seven (7) years ago. The patient was revised approximately six (6) years and ten (10) months later due to implant disassociation. Subsequently, the patient underwent a second revision surgery due to implant disassociation. Attempt has been made to obtain additional information. No additional information has been received at this time.